Event description:
It was reported the pt's device had a motor stall caused by the hcp using a magnet when trying to telemetry the pump. It is unclear if or when the motor stall recovered. No symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Event description:
Additional information received reported that the patient experienced side effects and little to no relief with the pump. The stall that occurred due to the pump attempting to be read with a magnet recovered on its own within one hour. The patient was referred a different physician for pump removal. The patient's pump contained morphine sulfate 10 mg/ml, the dose was being slowly decreased in order to turn off the pump for explant. The pt outcome was reported as no injury.